Event description:
This event was submitted to arrow from the FDA through a medwatch report. It was reported the md attempted to place the catheter into the femoral artery. However, he was unable to pass the catheter thru the spring wire guide (swg). He made the decision to withdraw the swg. Upon removal, the swg frayed into 2 pieces & a portion was retained in the patient. The patient was transported to interventional radiology where the wire was successfully removed with the exception of a 2cm length of the wire which remains in the patient's deep right femoral vessel.

Manufacturer narrative:
It is uncertain if the sample will be returned. A follow-up report will be filed if more information becomes available.